Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2015. Date of follow-up report : (B)(6) 2015. One sonicision cordless ultrasonic dissector was received for evaluation. The returned sample met specification as received. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of reported incident. Visual inspection found no defects. The device had been used in a procedure. The customer reported that the device component disengaged. The reported condition was not confirmed. Visual inspection did not show any broken components. Functional testing was performed with the returned dissector using a test lab generator and battery. The assembled device successfully produced the startup series of tones and the status led on the generator illuminated green, confirming proper assembly and device readiness for use. The assembled device was tested to confirm full functionality by activating the dual mode energy button with the clamping jaws open. The results were acceptable. The device was also activated with the jaws closed and submerged in glycerin bath at both power modes with acceptable results. The investigation found the device to function normally and within specifications. No failure mode was identified. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Event description:
The customer reported that during a gastric bypass, a piece of the active waveguide disengaged. The piece did not fall into the patient cavity and there was no patient injury or tissue damage.

Manufacturer narrative:
(B)(4). Date of follow-up report #1 : (B)(6) 2015. Date of follow-up report #2: (B)(6) 2015.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted